Event description:
On (B)(6) 2012, the patient was implanted with two distractors. On (B)(6) 2013, the surgeon performed a removal of two distractors because they were ready to come out and noticed they were not distracting to the bone. The distractors were relapsing at 30 percent and not functioning. At the time of the removal of the distractors two of the foot plates broke. The procedure was prolonged by an unspecified amount of time, taking longer than the normal procedure time. This is 8 of 8 reports for this event, (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. For the left bc distraction assembly, the location of the fracture on the footplate is through the channel that guides the footplate along the distractor body. This fracture was noted in the complaint description to have been caused at time of removal but in reviewing the returned product questionnaire from the surgeon and the x-ray images provided, this statement is not correct; the noted breakage occurred after successful distraction during the phase of consolidation, sometime before (B)(6) 2013. The fractures pattern indicates that a torsional and bending load was applied to the bc distractor body; causing the channel in the footplate to widen and break through the channel region. This fracture pattern would be consistent with the x-ray images provided that show the footplate still attached to the bone with the bc distractor body pulled away from the footplate. The cause of the torsional and bending load that led to the noted failure is not known; though excessive patient strain can be applied to the distractor during activities that the patient participates in such as playing or sleeping. The 30 percent relapse noted in the complaint, can be contributed to the footplate breaking during the consolidation phase and not a result of the distractor reversing. As seen in the provided x-ray images and notes in the product questionnaire, the distraction was successfully and fully extended at the beginning of the consolidation phase. The cause of the noted failure cannot be determined. The design risk assessment is adequate for the intended use.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development engineer advised on (B)(4) 2013 that additional part needed to be added to the complaint. A manufacturing evaluation was conducted and the report indicates the removable extension arm was received with no visible signs of wear. The extension arm is flexible and the laser marking is slightly faded and legible. The extension arm is attached to the distractor body. The manufacturing evaluation for the distractor showed the extension arm conformed for all the dimensional and functional specifications. The device history record (DHR) review showed that there were no issues during the manufacture that would contribute to the complaint condition. The DHR review of the raw material showed that there were no issues during the manufacture that would contribute to the complaint condition. A product development evaluation is currently in process. Investigation is on-going.